Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed an initial fill estimate display of over 60 units (+60). Reportedly, the cartridge was filled with over 100 units of insulin, and at the time of the reported event, there was approximately 56 units of insulin in the cartridge. Blood glucose level was 119 mg/dl.